Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d4: model number and catalog number. The production lot number was not provided by the user facility; therefore, the entire UDI could not be provided.

Event description:
The user facility reported that the interventional cardiologist experienced wire perforation during a coronary procedure. Additional information was received on 21nov2023: the procedure performed was a left anterior descending (lad) percutaneous coronary intervention (pci). While shaping the run through wire, the doctor heard an audible click; however, he proceeded with the wire for the case and the result was a perforation.

Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number e3: occupation: clinical manager h4: device manufacture date: unknown due to unknown lot number since the actual sample was not returned, detailed investigation could not be performed, and the cause of occurrence could not be clarified. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number could not be performed since the lot number were unknown. History investigation of the product with the involved product code/lot number could not be performed since the lot number were unknown. In the past three years (as of december 2020 to november 2023) for the product with the involved product code, there have been no events caused by the manufacturing process. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following inspections. In the product assembling process, 100% visual inspection is performed to confirm that there is no deformation in the coil. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly on it. After the product assembling process, the tip abutting resistance is measured on 100% basis to confirm that there is no anomaly in the tip load. The dispensing amount of materials and stirring time of the hydrophilic coat solution are controlled to control that the coating amount and coating condition are uniform. In the shipping inspection, the sliding resistance is measured for each lot to confirm that there is no anomaly in its lubricity. Instructions for use (IFU) of this product includes the following warning: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions (see fig. 2). Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." For the importer report please see 2243441-2023-00035. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.